Event description:
The skin sagging treatment noted as ultherapy set at the highest setting after a nerve block can cause severe and lasting burning which is felt under the skin without any surface rashes, redness, welts, or other changes and is not related to any products placed on the skin afterwards. The burning feels like a severe sunburn requiring pain medication. In addition to this side effect, the patient describes electrical "taser-like" currents randomly firing all over the neck, similar to the way the neck felt as the ultherapy was being administered. There is not much in the literature indicating this can be a side effect, bu health practitioners need to be aware that this is a real concern for certain vulnerable individuals. Please warn practitioners that this is a very real problem and to be careful with adjusting to the highest setting. At 28 days the patient continues to have the same amount of burning, but slowly the area to the right and left of the thyroid and directly under the chin are beginning to have less burning. Twenty eight days is typically the time it takes for scarring to occur and granulation tissue to form.